Event description:
The customer reported in 2008, the device failed to pace.

Manufacturer narrative:
The customer reported in 2008, the device failed to pace. The unit was evaluated at philips at about one week later. The symptom could not be duplicated, the device passed all testing. We are considering this issue the result of use outside normal and expected; and no malfunction of the device.